Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was frayed and it went bad. Boston scientific technical services (ts) referred the patient to the physician. The lead remains in service. No adverse patient effects reported.